Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent movement on balloon and difficulty removal occurred. The target lesion was located in a coronary artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced; however, when the device came into contact with the lesion, the stent was moved on the balloon but was not dislodged from the catheter. Upon removal of the device, the proximal edge of the stent strut got stuck with the distal part of the guide catheter. The device was removed together with the guide catheter and the procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the stent found the stent damaged with struts at the proximal end overlapping, distorted and bunched towards the centre of the stent profile. The stent was pushed distally at the proximal end exposing the balloon wall for a length of 13mm. Distal struts appear undamaged and still securely crimped on the balloon. The outer diameter (od) of the stent taken on the undamaged distal side measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks and the shaft was broken at 1383mm from the bumper tip. The proximal end of the hypotube including the manifold, were not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues on the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent movement on balloon and difficulty removal occurred. The target lesion was located in a coronary artery. A 2.25 x 32 synergy¿ drug-eluting stent was advanced; however, when the device came into contact with the lesion, the stent was moved on the balloon but was not dislodged from the catheter. Upon removal of the device, the proximal edge of the stent strut got stuck with the distal part of the guide catheter. The device was removed together with the guide catheter and the procedure was not completed. No patient complications were reported and the patient's status was good.